Manufacturer narrative:
The cause for the discordant hbsag result is unknown. The instrument is performing within specifications. The customer declined service - no further action taken. No further evaluation of the device is required.

Event description:
A false (B)(6) advia centaur xp hbsag result was obtained for a patient sample. The patient was redrawn and tested. The result was (B)(6) and confirmed as (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.